Manufacturer narrative:
(B)(6). Na.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to her physician's coaguchek xs pro meter. The physician's meter serial number was not provided. At 02:00 pm the result from the meter was 5.7 inr. At 02:30 pm the result from the physician's meter was 3.5 inr with the same finger. The customer believed the physician's result was considered correct. A sample was collected for laboratory testing but the specific result and method was not provided. There was no adverse event. The customer was not anemic and had no antiphospholipid antibodies. The customer has had no changes in diet, no additional illness, and her coumadin dose had not changed. The customer's therapeutic range was 2.5 - 3.5 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's strips were returned for investigation. The returned strips were tested with a retention meter and liquid quality control. Testing results: vial #1. Qc 1: 2.4 inr , qc 2: 2.4 inr , qc 3: 2.5 inr . Vial #2. Qc 1: 2.5 inr, qc 2: 2.4 inr, qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.